Event description:
It was reported the pump was explanted. It was reported the pump continued to motor stall over 7-10 days. The pump was used to deliver dilaudid, clonidine, hypnovel, and xylocard. The patient status was noted as fully recovered. Additional information was requested, but not available for the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump sn (B)(4) found a hole in the pump tube from mechanical wear. There was corrosion on gear wheel 3. (B)(4)

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further provided that apart from the motor stalling, there was not any other cause or issue to explain why this occurred. The patient¿s logs indicated the pump alarm was heard several times between (B)(6) while the patient was in a chair, in bed, on lounge, at the computer and with noted tv and air on at one point. The patient was currently doing ¿ok¿ and receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.